Event description:
According to the company representative: pt fall during transfer (device used with two nurses). The sling chest strap was not tight enough, pt raised her arms and falls. MFR 3007420694-2013-00007.